Event description:
During implant of a left ventricular assist device (lvad) that device did not look typical upon initiation of vad pumping. On inspection, the diaphragm under the vad cap appeared to be displaced from the edge of the vad, and was folding back on itself. The effect was becoming more pronounced as pumping continued. The vad pumping action was normal. In addition there appeared to be a small piece of debris lying under the vad cap. The vad was exchanged and will be returned for evaluation.